Manufacturer narrative:
(B)(4).

Event description:
On 02feb2017 a patient called to report that he/she had an eye infection at the end of last year ((B)(6) 2016) while wearing the acuvue oasys brand contact lenses. The pt reported that his/her eyes were ¿bloodshot and red¿. The pt reported that when he/she went to the eye care provider (ecp) in (B)(6) 2017 he/she was given antibiotic drops. The pt reported that he/she developed a ¿bacterial infection that has begun scarring ou while wearing the oasys lenses.¿ the pt reported that he/she has worn the lenses for two years as a two week lens, but reported that he/she started having trouble when the ecp advised him/her that they were approved for monthly wear. The pt also reported that he/she was advised by the ecp that he/she may be allergic to the solution and may not be related to the lenses. The pt reported that the suspect lenses were discarded. A call was placed to the pts treating ecp for additional medical information. The pts medical records were received on 02feb2017. Ecp visit medical records: date of visit: (B)(6) 2017; hpi: this (B)(6) male presents for routine exam. Specifically the pt presents for exam for contact lenses and associated with red eyes. The pt has a history of contact lens usage; eye exam: dcc od: 20/20; os: 20/20 -1; wearing contacts: ou acuvue oasys; iop: od: 19; os: 18; exam: od external: normal lid position, nasolacrimal and orbital exam; os: normal lid position, nasolacrimal and orbital exam; bulbar and palpebral conjunctiva: od: white and quiet; os: white and quiet slit lamp exam: od cornea: corneal edema 1+ and 1+ corneal infiltrate and marginal corneal ulcer; os: corneal edema 1+ and 1+ corneal infiltrate. Anterior chamber: od: anterior chamber deep and quiet; os: anterior chamber deep and quiet. Impression: corneal infiltrates ou secondary to contact lens; distributed on the right superior nasal paracentral cornea and left inferior paracentral cornea; plan: counseling: the pt was counseled regarding: eye care: corneal edema; the pt was advised to contact the office if corneal edema recurs or fails to respond to treatment; plan: prescription ¿ tobradex 0.3 ¿ 0.1% eye drops suspension 1 drop q 2 hours ou. Corneal marginal ulcer od located on the right inferior temporal conjunctiva plan: counseling ¿ marginal corneal ulcer. Follow-up in 2 weeks: note: pt given trials of acuvue 1 day moist. Plan: dailies vs clear care. Date of visit: (B)(6) 2017: hpi: (B)(6) male is f/u for corneal infiltrates ou on right superior nasal paracentral cornea and left inferior paracentral cornea; pt was seen on (B)(6) 2017 at which time he was prescribed tobradex 1 drop q 2 hours ou; since then pt states that the corneal infiltrates ou is better; pt is here for ocular exam. Eye exam: vision: dcc od: 20/20 -1; os: 20/20. Pupils: normal: od: normal; round; regular; reacts well; no apd; os: normal; round; regular; reacts well; no apd. Iop od: 16; os: 18: exam: slit lamp: od: corneal scarring; os: superior abrasion; anterior chamber: od: deep and quiet; os: deep and quiet. Impression: myopia ou ¿ stable; pt counseled: myopia; plan: glasses; contacts: switching to 1-day moist. Corneal infiltrates ou; secondary to contact lens; status - resolving; pt counseled ¿ corneal edema; plan: pt would like to switch to dailies. Contact lens rx: od: -4.00/8.5 1-day acuvue moist; os: -4.25/8.5 1-day acuvue moist. Follow-up in 6 months: no additional medical information has been received. No additional information is expected. This report is being filed for the pts od event. The pts os event will be reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kvl6 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 the patient (pt) called to report he/she went back to the eye care provider (ecp) in (B)(6) 2017. Pt reported he/she was trialed in daily lenses, but was finalized in oasys for a 2-week wear schedule instead of monthly wear schedule. A call was placed to the pts treating ecp¿s office and a representative reported the pt was last seen on (B)(6) 2017 and diagnosed with infiltrates ou (this event). A return call was placed to the pt for additional information. On (B)(6) 2017 the pt returned a call to advise he/she had approval to return to contact lens wear. On (B)(6) 2017 a return call was placed to the pt for additional information. On 26sep2017 no additional information had been received from the pt. On (B)(6) 2017 a call was placed to the pts treating ecp and a representative provided additional information as follows: the pt returned to the ecps office on (B)(6) 2017 for a follow-up visit. The pt had an eye exam and the eyes were noted fine, no issues noted; pt was requesting a monthly lens, but pt was finalized in oasys with a 2-week wear schedule; pt was counseled on overuse and over-wear of the lenses; pts final contact lens prescription is oasys od 8.4, -4.00 and os 8.4, -4.25; the ecp representative reported the pt had been over-wearing the lenses. Pt was also diagnosed with superficial punctate keratitis ou in (B)(6) 2016. This event is documented in a separate report and is not considered to be a reportable event. No additional medical information was provided. On (B)(6) 2017 a follow-up call was placed to the pt, but no additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.